Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and stent dislodgement occurred. The procedure treated the 100% stenosed, chronic total occlusion located in the calcified and moderately tortuous right coronary artery. A 2.5x20mm promus element was advanced for treatment but was not able to cross the lesion. Upon removal, stent damage was noted. It was also noted that the stent dislodged from the stent delivery system at a point outside of the patient. The procedure was completed with a 2.25x20mm promus element plus stent. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage and stent dislodgement occurred. The procedure treated the 100% stenosed, chronic total occlusion located in the calcified and moderately tortuous right coronary artery. A 2.5x20mm promus element was advanced for treatment but was not able to cross the lesion. Upon removal, stent damage was noted. It was also noted that the stent dislodged from the stent delivery system at a point outside of the patient. The procedure was completed with a 2.25x20mm promus element plus stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: initial visual examination noted that the stent delivery system was returned without the relevant stent. Microscopic examination of the balloon found that it had been inflated. No kinks or damage were noticed along the shaft of the device. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).